Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: how many products were involved? 3 devices were used, but two of them were rejected. If 3 were involved, did they all "teflon pad of the scissor jaws started to melt "? Yes, and detached from the 3 devices. Same way. If no, what were the issues with each device. N/a. In the event description mentions that there were fragments generated, did the white tissue pad break off? Yes. Is the white tissue pad completely missing from the clamp arm of the device? Yes. The teflon fell from the mandible to the abdomen cavity. Did the patient experience any adverse consequences due to this issue? Do not know. Did the extended surgery time due to the issue with the device caused any patient consequence or changed the plan of care for the patient? Yes, more than 30 min. More vigilance and precaution. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were the fragments retrieved from the abdominal cavity? If so, how? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the teflon pad of the scissor jaws started to melt and was rendered useless. Fragments were generated. Another device was opened. The surgery was delayed 60 minutes.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. Additional information was requested and the following was obtained: were the fragments retrieved from the abdomen cavity? Yes. If so, how? The abdominal cavity was explored with great care and patience in order to find the broken tissue pad. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.